Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
The ra and rv leads were explanted and replaced due to crush. The device was also changed out due to eri. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 32 cm proximal to the lead tip. The distal lead fragment was received without the inner coil. An up to 11 cm prolonged segment of the inner coil including the lead tip was received separately. A proximal lead fragment including the serial number was missing. The returned lead fragments were subjected to an extensive analysis. The analysis revealed multiple abrasion marks along the lead fragment. In particular 19 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause for the observed crush mentioned in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.